Event description:
It was reported that following the remocal of a wound drain, a portion of the drain broke off and remained inside the pt. 2 drains were placed intercranially because of a bilateral frontal hematoma with bilateral burr holes for drainage of hemaomas. After placement of the drains, the skin was closed with 3-0 vicryl interrupted inverted sutures in the galea and staples in the skin with an anchoring suture for the drain. Correct placement with drain tips in posterior parietal region was verified per a CT scan. Nursing documents showed drains were being monitored for drainage amounts while indwelling. The drains were removed by the doc and 2 days later, a CT scan of the brain showed a portin of the right suddural catheter remained in place. The pt was taken for a right frontal re-exploration of the right forntal burrr hole and removal of retained suddural drain catheter. The piece removed as 5.5cm in length, 0.3 cm in diameter and is being retained in pathology at the hosp. The pt was discharged to rehab with no neurological deficits.